Event description:
It was reported that x-ray showed that the right atrial (ra) lead appeared to have dislodged. It was also reported that there were high pacing thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: imd49b52, implantable pacing lead, (B)(6) 1997. (B)(4).